Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left ventricular (lv) lead revision procedure for an unknown reason, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only (mo) and the patient received shock. Likewise, the device was interrogated and displayed a safety core mode. The device was explanted and replaced. It was also reported that the new device along with an unknown right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement of 200 ohms. A decision has been taken to replace the rv lead. Attempts to obtain additional information were unsuccessful. Evidence suggests that the rv lead is no longer in service while the new device remains in service. No adverse patient effects were reported.